Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Correction: d2a.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/29/2024, it was reported by a sales representative via email that an ar-1318ft suture anchor, corkscrew driver split. When the corkscrew was inserted the driver split creating a sharp edge. The edge cut the sutures off of the corkscrew and made it non-implantable. This was discovered during a tfcc repair procedure on (B)(6) 2024. The case was completed successfully.

Event description:
Additional information received on 11/8/2024: the driver split just above the anchor. Everything was removed from the patient. The case was completed using an ar-1319 ft mini corkscrew ft. The case was delayed about two minutes without additional anesthesia.

Manufacturer narrative:
Additional information: b5, g3, h6.